Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, inflation difficulties and a balloon tear were noted. The lesion was located in an unspecified portion of the duodenum. Upon inflating the extractor rx 12mm x 15mm retrieval balloon prior to use, it was noted that the balloon failed to inflate and contained a tear. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.